Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs). During the procedure, the physician deployed and detached a ruby coil in the target vessel using a non-penumbra microcatheter and a non-penumbra guide catheter without incident. The physician then decided to place one more soft coil on top of the ruby coil and chose a podj. While advancing the podj through the same microcatheter with no issue, the microcatheter slipped out of the target vessel. Therefore, the physician attempted to re-advance the microcatheter into the target vessel; however, after a few attempts to advance the microcatheter into the target vessel while pulling tension on the podj, the podj unintentionally detached. Part of the detached podj was in the target vessel and the other part was in the microcatheter. Before discussing a plan on how to proceed, the physician pulled the non-penumbra guide catheter out of the patient¿s body. The physician then used surgical forceps to snare the podj, but the podj fragmented into two pieces during the attempt to snare. One segment of the podj was then snared from the left femoral artery access, and the other portion of the podj was snared through a 6fr non-penumbra sheath and surgical forceps. The procedure was ended after removing the detached podj and the patient will be rescheduled for gda embolization in 3 weeks. However, manual flush was performed before each coil insertion. There was no report of an adverse effect to the patient.